Manufacturer narrative:
The doctor's assistant was not definitive as to whether or not caviwipes were used to clean the equipment used on the patient; however, within twenty-four (24) hours, the patient alleged that she developed "red bumps" and itching skin. The patient took an over-the-counter antihistamine to alleviate her symptoms. The patient also sought medical attention at an urgent care facility; she was administered a steroid injection and was prescribed atarax for treatment. The patient continued to take antihistamine medication for her symptoms. To date, the patient is doing fine and all of her symptoms have subsided. The product involved in the alleged incident was not returned; an evaluation of the retain sample is in process.

Event description:
A patient alleged that after a lead apron and thyroid cover was used during her dental appointment, she experienced an allergic reaction in the form a rash on her scalp and neck.